Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from november 4, 2014 ¿ november 5, 2014. One unit was received for analysis. Visual inspection revealed evidence of a black particle, approximately 0.09 square mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle in the balloon of a large volume intermate. This occurred before use after the device was compounded with vancomycin. No patient was involved. No additional information is available.